Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal es was deployed. During deployment, blood was in the sheath after the tissue dilator and temporary arteriotomy locator were removed. Following the deployment the pt lost pulses and was taken to the operating room. The surgeon noted a partial collagen insertion and no embolization. The vessel was repaired and no further complications were reported.